Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during in clinic follow up, post-sensed t-wave oversensing on the ventricular lead was observed. The patient received inappropriate atp and high voltage therapy. The lead was capped and replaced.